Manufacturer narrative:
Sections with additional information as of 13-july-2023: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter and strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 189 and 206 mg/dl. The customer¿s expected am fasting blood glucose test result range is 100-120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 07/31/2024 and open vial date is one month ago. The meter memory was reviewed for previous test result history (date/time not set): result 1 : 189 mg/dl, date:05/16 time:3:42pm, fasting am today (B)(6) 2023. Result 2 : 206 mg/dl, date:05/15 time:7:37pm, fasting am yesterday (B)(6) 2023.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.